Manufacturer narrative:
The lateral expandable spacer installer was not returned to life spine and therefore it is not possible to determine the exact root cause of the reported event. However, based on the received image and the reported event, it is likely that the cause of the failure was insufficient mechanical properties to withstand the impaction force that was applied during use. The excessive impaction forces may have exceeded the mechanical properties due to potential off axis loading or a tight disc space and this may have been contributed to from wear on the device over previous repeated uses.

Event description:
It was stated that "during today's surgery, [the doctor] used the cage inserter, and it broke, which caused significant difficulty in removing the cage from the patient."